Event description:
It was reported that during use of the device for a cardiopulmonary bypass (abd) was not working. The device was not changed out, as the uas was disabled (turned off) and cpb was reinitiated. The surgical procedure was completed successfully. There was no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) inspected the system-1 per the requested of the chief perfusionist. The ultrasonic air bubble detector (abd) and system-1 worked correctly. The unit operated to manufacturer specifications and was returned to clinical use. Software data logs were downloaded and returned to the manufacturer for further review. Software data logs were reviewed by the manufacturer on 08/25/2014. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.